Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a dexcom g7 sensor initially failed to pair with the ilet and then connected during the call after guided troubleshooting, including confirming g7 use and toggling sensor selection. Symptoms included transient hyperglycemia with a maximum of 238 mg/dl by cgm and 207 mg/dl by bgm, trending down, without alerts for prolonged hyperglycemia, without ketone testing, and without medical intervention. Outcomes included no injury, no hospitalization, and no need for assistance. Investigation included customer interview, device use review, and troubleshooting education. Investigation of this case revealed a temporary communication/pairing issue between the ilet and the cgm that resolved during the session, with no device component failure observed. It was concluded, based on previously established findings for similar reports, that the cause was user interface and setup factors leading to delayed cgm pairing.